Manufacturer narrative:
The field service engineer (fse) found a bent sample probe and corrected it and checked the sample probe wash. The service maintenance actions performed by the fse resolved the issue. The root cause of the event was found to be insufficient operator maintenance.

Manufacturer narrative:
The reagent lot number is 718697. The expiration date was not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable crep2 creatinine plus ver.2 results for 2 patient samples on a cobas 8000 cobas c 502 module. On (B)(6)-2023, sample 1 had an initial crep2 result of 100.6 umol/l. The doctor questioned the result as it did not match the patient's clinical history and the sample was repeated. On (B)(6)2023, the sample was repeated and the result was 76 umol/l. On (B)(6)-2023, sample 2 had an initial creatinine result of 145.8 umol/l. The sample was re-mixed and re-centrifuged and repeated. The repeat result was 103.3 umol/l. On (B)(6)-2023 a new sample was obtained and the result was 107.1 umol/l.